Event description:
It was reported by the customer that the pyxis medstation es system auxiliary drawer 4.1 failed to stay closed. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed no delay in patient care or harm to the patient. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 failed due to the piece of medication packaging being jammed in a rail. A field service engineer cleared the debris to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.